Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-04022 and medwatch 2210968-2013-04023 and medwatch 2210968-2013-04024. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with a laparoscopic bilateral salpingo-oophorectomy, cystoscopy, perineorrhaphy and excision of vaginal foreign body due to vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence and urethrovesical junction hypermobility.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.